Event description:
The q-syte was attached to the PICC catheter and the baxter infusion set was used for a chemo infusion. The patient was sent home. During the night, the patient reported the q-syte became disconnected and the therapy was interrupted. No adverse event occurred. The q-syte was taped and there is no explanation as to how the device may have come disconnected.

Manufacturer narrative:
Additional information has been requested. The sample is not available for the investigation. Upon completion of the no sample investigation, a supplemental report will be submitted. (B) (4). (B) (4).